Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (S-ICD) system recently received multiple inappropriate shocks whilst sitting in a chair. The patient was seen in-clinic, where artifacts were easily reproducible via chest presses and muscle testing in the Primary sensing vector and artifacts were decreased, but still present in the Secondary sensing vector. X-ray imaging was also performed. The device was reprogrammed to the Secondary sensing vector and Boston Scientific Technical Services (TS) was contacted for assessment. TS confirmed that the therapies were the result of over-sensed non-physiological noise. The specific data from the in-clinic troubleshooting was not provided, nor were the X-ray images, but TS stated that the reproducible artifacts could be indicative of a system integrity issue. Additionally, it was noted that the impedance of the delivered shock was elevated, but still in-range (151 Ohms), which could be indicative of suboptimal system placement. The X-ray images and complete data were requested for a more extensive investigation. At this time, this S-ICD remains implanted and in-service. No additional adverse patient effects were reported.